Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 07-jun-2023. The device evaluation was completed on 15-jun-2023. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® sf nav bi-directional catheter. The patient experienced a cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 30962007l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was that it was procedure related. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30962007l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® sf nav bi-directional catheter. The patient experienced a cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that a pvc with octaray (2-2-2) and an thermocool sf catheter was performed. The earliest site of ablation was too close to the his-purkinje system to ablate; therefore, no ablation was performed. Immediately after the case, the patient did not look too well, and the physicians checked the blood pressure, systolic pressure went down to 56mmhg. Two hours later, the patient presented with a tamponade. Intervention was a pericardial puncture. The adverse event occurred on (B)(6) 2023. It was discovered post use of biosense webster inc. (Bwi) products. The physician¿s opinion on the cause of this adverse event was that it was procedure and bwi product related. The patient fully recovered (no residual effects). It was indicated that the patient probably required extended hospitalization because of the adverse event with details unknown. Relevant tests/laboratory data-tests revealed that the tamponade was right-sided (so in ra, rv, or cs). A transseptal puncture was not performed. There was no evidence of a steam pop. The event occurred during the mapping phase. An irrigated catheter was used in the event, the flow setting was sf: normal settings (2 ml/min) ; octaray: normal settings (2 ml/min). Correct catheter settings were selected on the generator; however, no ablation was performed. No error message appeared.